Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar forceps instrument was analyzed and found to have damage to the conductor wires insulation at the yaw pulley. Visual inspection found the wire was exposed as result. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed electric continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding frayed wires was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.